Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the luer connection. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.